Manufacturer narrative:
Additional information: product associated with this event was misplaced in house and cannot be visually confirmed. The device history record review for the screw lot did not identify any manufacturing deviations which would result in or contribute to this complaint. Complaint and non-conformance reviews for the unixx products did not identify any anomalies or trends. A definitive root cause has not been determined.

Event description:
The patient came to facility (B)(6) 2015 due to mobility of crowns. Doctor attempted screw tightening with screw driver, but screw broke.

Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Correction: it was previously reported that product was misplaced in house and could not be evaluated. However, product was located and evaluation completed: the screw was returned and evaluated. The reported fracture was confirmed. Additional information: added aware date; correction, additional information and device evaluation boxes checked; changed no to yes; and new evaluation codes.